Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Damage was noted along the body of the hemostasis sheath. The temperature dot was also returned black. The sample was returned for evaluation, and damage was noted along the sheath. Based on the available information and the condition the sample was returned in, the complaint can be confirmed for damage sustained to the hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath prior to device use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The procedure performed was a peripheral intervention via 6 french sheath. The case went great; however, when they went to close the angio-seal sheath was faulty. They noticed some leaking from it and a crack in the sheath tube. The 6 french sheath was put back in and they ended up using another angio-seal sheath/device to close the artery. The blood loss was less than 250cc. Manual pressure was used. Additional information was received on 13aug2025: the patient was stable. The leak was coming from the crack in the sheath.